Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that after 11 months of support, the hospital made a decision to exchange the pt's lvad due to a driveline infection.

Manufacturer narrative:
The pump was successfully exchanged and the pt continues on lvad support without any further issue reported. The MFR is attempting to acquire the explanted device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.